Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported the patient had redness in the stoma and bad smelling content coming out of the stoma since (B)(6) 2021. Patient went to the ER on (B)(6) 2021, was evaluated by a physician who prescribed oral antibiotic dalacin 300 mg three times a day. On (B)(6) 2021 it was reported there had been some improvement in the stoma, redness and the smell was less "unpleasant", the patient does not manifest pain or have a fever. On (B)(6) 2021 it was reported there was no more smelly exudate from the stoma and the redness has reduced considerably, although not completely. Patient continues with the oral antibiotic treatment. On (B)(6) 2021 it was reported the antibiotic was completed two days ago, there are no signs of infection, there is no exudate, no erythema, and stoma is fine. The nurse at the primary care center reassessed patient and confirmed there is no infection.